Manufacturer narrative:
The reported event was confirmed as cause unknown. Received a piece of antimicrobial tube only for evaluation. During visual inspection it was confirmed that the piece received corresponded to antimicrobial tube and it contained a antimicrobial solution. The product catalog number 150719 does not contain an antimicrobial tube, per specification. The root cause of the piece of antimicrobial tube on the product could not be determined at this time. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "¿ sterile unless package is opened or damaged. ¿ for single patient use. ¿ read directions before use." (B)(4).

Event description:
It was reported that there was foreign material in the outlet valve of the leg bag that prevented urine from being drained out of the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was foreign material in the outlet valve of the leg bag that prevented urine from being drained out of the bag.